Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the battery voltage was at eos. It was noted that the time between eri and eos was short. The device was explanted.

Manufacturer narrative:
The field experience of premature battery depletion could not be verified in the laboratory. A longevity calculation was performed, and the device battery was found to be within expected longevity performance based on the device's programmed parameters. The device's functionality was tested on the automated electrical test system, and the device passed all tests; no anomalies were detected. The power consumption of the device was measured and found to be normal.